Event description:
It was reported that the patient presented for in-clinic follow-up. Upon interrogation of the implantable cardioverter defibrillator recorded episodes of over-sensed noise and noise reversion which resulted in pacing inhibition were observed. The episodes were suspected to be caused by electromagnetic interference. Programming interventions were made. The patient was stable.